Manufacturer narrative:
Information provided by the reporter indicated the revision and removal of the prodisc c device was due to continued and consistent patient pain. There was no indication how the device may have caused or contributed to the patient symptoms. No specific failure modes, issues, or malfunctions relating to the device were reported. DHR review could not be completed as no part and lot numbers were indicated from the surgical case. The device was removed without issue according to the reporter. The fmea evaluation of the device was reviewed. Patient pain is an identified risk for this device. This complaint involves 1 prodisc c implant.

Event description:
Patient had a revision surgery to remove an unknown prodisc c total disc replacement on (B)(6) 2019. The removal was performed to treat the patient's persistent and consistent pain. The patient reported neck and left arm pain.